Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's fill tubing sequence was taking more insulin than previous fill tubing sequences and the drops came out much slower than normal. The customer continued to fill the tubing and insulin delivery was resumed; however, the insulin flow was still slower than normal.